Manufacturer narrative:
After further review the decision was made to consolidate this complaint as a duplicate was found, but was not submitted. The following was updated based on the consolidated information. B5 and h6.

Event description:
Clinical rationale: a female patient undergoing post operative CT surgery support with an rp flex via the right internal jugular vein experienced a sudden drop in pump flow that did not improve with increased performance level or repositioning of the ECMO cannula. Troubleshooting included administration of blood volume, which did not resolve the low pump flow, and pump repositioning, which also did not correct the issue. The clinical team elected to explant the rp. Based on the information available, the root cause of the low or blocked pump flow and low purge pressure could not be determined. No device-related obstruction or biomaterial was identified, and multiple patient related and procedural factors¿such as concurrent va ECMO support, venous line manipulation, and anticoagulation variability¿may have contributed to the event. A full evaluation of the returned device will be required to determine whether any device malfunction contributed to the reported performance issues. The patient survived explant but remained in critical condition.

Manufacturer narrative:
Corrected information has been provided in d9 to accurately reflect product was received. H6 codes was added/updated base on the investigation results. Low pump flow: the cause of the low pump flow was likely due to a combination of the noted biomaterial ingestion event via data log review and returned product and the patient's condition based on data log review and clinical details provided. Device interaction: the cause of this issue was not established as limited clinical information on how device interaction occurred was provided and no related defects were found on returned product. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Low purge pressure: the issue did not persistent. The cause of the low purge pressure issue was most likely due to an unintended user error as issue resolved without intervention and did not reoccur. Hemolysis/mechanical interaction with blood: the cause of the hemolysis was due to biomaterial ingestion as evidenced by log analysis showing ingestion event before reported hemolysis and returned product showing biomaterial on and around impeller.

Event description:
Clinical rationale: an impella rp flex device was inserted into the right internal jugular vein in a female patient with a past medical history of renal insufficiency, presenting in right heart failure, in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support post-operatively for a cardiothoracic surgery. While the patient was in the intensive care unit (ICU), the patient had a venous arterial (va) extracorporeal membrane oxygenation (ECMO) with a venous drainage cannula in the right atrium. The team attempted to pull the ECMO venous cannula back but were unable to. The inlet of the rp flex was pushed against the drainage cannula. The flows on the rp were sub-optimal and the patient was hemolyzing. While on support, the device functioned at p-8 at 1.2l/min. The plan was to adjust the ECMO cannula in the operating room (or). The rp flex was removed the next day, and hemostasis was achieved with manual pressure. The post-procedure outcome is survived at explant. The hemolysis was attributed to the ECMO cannula. Hemolysis is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.